Event description:
Per customer- customer was being pushed while seated in her rolling walker. The wheel got stuck in a crack of the sidewalk and the walker fell over. The friend pushing fell on top of the user. Customer sustained no injuries, but is claiming to have impaired vision since the incident.

Manufacturer narrative:
From customer statements, walker was used in a manner other than intended. The warnings clearly state the walker should not be used as wheelchair, as it may result in a tip over.